Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, customer filled 4 cartridges and stated that no insulin exited the cartridge tubing. There was no reported impact to customer's blood glucose. Tandem's technical support attempted to troubleshoot; however, customer became upset and disconnected the call.